Manufacturer narrative:
The reported events of capturing problem and difficult to insert lead were not confirmed. As received, a complete lead was returned in one piece. Visual and x-ray examination of the lead did not find any anomalies. Electrical testing did not find any indication of conductor fractures or internal shorts. Dimensional analysis of the connector pin, front seal, connector ring, and connector boot were all within specification and the lead was able to be fully inserted and removed from the device with no restriction.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, while attempting to implant the right atrial (ra) lead, it was noted that there was difficulty fixing the lead to the pacemaker. Additionally, after the ra lead and the pacemaker were connected, it was noted that the ra lead exhibited abnormal pacing. The lead was not used, and a new lead was implanted. The patient was in stable condition.